Manufacturer narrative:
It is unknown when the screws broke but it was reported the complications the patient experienced manifested on (B)(6) 2015. It was reported the patient complication requiring another surgery manifested on (B)(6) 2015; it is unknown the devices were explanted on that date or sometime after that. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient initially underwent a tibial tubercle surgery on (B)(6) 2015 due to patellofemoral problems and patellar dislocation. Two screws broke causing complications which manifested on (B)(6) 2015. The patient required surgery due to these complications. The specifics of the complications were not provided.

Manufacturer narrative:
Date of post-operative breakage is unknown. This report is for two (2) unknown screws. Without a valid part and lot number, the UDI is not available. It is unclear if the discovery of broken screws was made on (B)(6) 2015, if the screws were explanted on that date, or both. The complainant parts are not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that a patient originally underwent a tuberositas repositioning procedure on (B)(6) 2015 to treat kneecapture problems. At an unknown post-operative time, two (2) of the original screws were found to be broken. As a result of the breakage, the patient underwent an additional surgical procedure. It is unclear if the discovery of broken screws was made on (B)(6) 2015, if the screws were explanted on that date, or both. This report is for two (2) unknown screws. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the monitoring period for the patient, it was noted that the screws were slowly bending and eventually broke. A revision procedure was completed and the broken screws were partially removed and the tuberositas was fixated again with a screw and a plate. This procedure was completed successfully. Post-operatively, during a follow up appointed, an x-ray revealed progressive consolidation.